Event description:
Medtronic received a report that the stent couldn't be opened normally in the middle section. After repeated pushing and pulling, it still couldn't be opened normally. After removing it, the tip of the stent had already been frizzy. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was re-sheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was re-sheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a fusiform, unruptured right c6 aneurysm with a max diameter of 10mm and a 4mm neck diameter. Landing zone: distal: 3.4mm and proximal: 4.2mm. Patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered, pru level met the standard. The angiographic result post procedure showed smooth blood flow. Ancillary devices include a marksman microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the pipeline pushwire was found to be bent at ~121.1cm from proximal end. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. The middle section of braid was found to be opened. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open at middle section¿ was unable to be confirmed as the middle section of braid was found to be opened. It is likely the cause for ¿failure/incomplete open at middle section¿ is the result of re-sheathing the device more than two times. The customer reported re-sheathing device more than 2 times. However, the cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.